Event description:
A pump alarm occurred during pumping, indicating a malfunction. The customer's blood glucose level was reported as 234 mg/dl, which is within normal range. Technical support assisted the customer in attempting to load a new cartridge; however, the alarm persisted, preventing resumption of insulin therapy. As a corrective action, the customer will use multiple daily injections as a backup therapy. A replacement pump was arranged, and the customer was instructed on returning the malfunctioning pump.